Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 02-jul-2018 arjo received a customer complaint involving enterprise 9000. The reported malfunction took place in the (B)(6) hospital in the united states. Following the information provided the patient being on the bed was leaning over to table in order to lift something while he started to slide off the device. The patient was tangled up in sheets and pillows. The table the patient was trying to reach was located at the left side of the bed where one of safety sides (foot end) was lowered. Prior to the incident the patient had both lumbar and patella fractures there were no injuries nor other medical consequence reported in relation to the patient's slipping off the bed. After the event occurrence the bed was inspected by arjo technician in regards to the alleged incident. The evaluation revealed that the device was in general good condition with no obvious faults identified. All the bed's functions were working as intended. All manufactured enterprise 9000 beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. Each rental device before being released for next rent must pass a quality control check. One of steps of quality check is to ensure correct operation of both side rails. The device in question passed pre use quality check successfully. The product instruction for use (#746.449 rev. 5 dated on sep-2012) which was supplied together with the involved device contains all crucial information and warnings which should be followed to ensure patient safety: information "to reduce the risk of injury to falls, leave the bed at minimum height when the patient is unattended". Warning "the clinically qualified person responsible should consider the age size and condition of the patient before allowing the use of safety sides" warning "ensure that the locking mechanism is securely engaged when the safety sides are left in the raised position". The investigation conducted revealed that the patient slipped off the bed due to the fact he was leaning out of bed at the side where one of safety sides protecting from falling down was lowered. It needs to be emphasized that the device evaluation conducted after the incident occurrence reveal no malfunction within the bed what confirms that the manufacturing error can be ruled out as contributing factor. In summary, although there was no injury reported the complaint was decided to be reportable on a potential of serious health consequence upon patient's fall recurrence. The device was being used for patient care at the time of the incident. There was no product malfunction found within the device and from that perspective it was assumed that at the time the patient's slipped out of the device the bed was working up to manufacturer's specification.

Event description:
On (B)(6) 2018 arjo received a customer complaint involving enterprise 9000. The reported malfunction took place in the (B)(6) hospital in the (B)(6). Following the information provided the patient being on the bed was leaning over to table in order to lift something while he started to slide off the bed. Prior the incident the patient had both lumbar and patella fractures. There were no injuries nor other medical consequence reported in relation to the patient's slipping off the bed.